Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported device was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported devices were located on tooth sites #20 and was used for approximately 4 months and 21 days. The customer did not provide any pictures or x-rays. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to fracture & bone loss. The implant fractured and flowered at the crest. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture & bone loss. The implants fractured and flowered at the crest.